Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what pint in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is 6.13.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however device evaluation was performed at the customer location by a baxter field service engineer. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue, and determined the root cause to be depleted main batteries. The main batteries and battery harnesses were replaced to repair the reported condition. Review of the device event history determined that the reported condition occurred on (B)(6), 2010 and not the originally reported occurrence date of (B)(6), 2010. A follow up report will be submitted if additional information becomes available.